Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system with right ventricular (rv) defibrillation lead 0292/(B)(4), that exhibited a high out of range shock impedance measurement. This measurement was noted to be high initially, and has fluctuated regularly. All other measurements from the right ventricular defibrillation lead were correct. Boston scientific technical services (ts) reviewed device information and stated that it likely wasn't a lead issue, but was related to the method with which the device tests shock impedance. No revision procedure will be performed and all products will remain in service. No adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.